Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The reservoir was microscopically examined and had wear at multiple folds in reservoir shell. The reservoir had a hole with a leak from sharp instrument damage. The pump was microscopically examined, and contamination was found, therefore the pump was not functionally tested. The momentary squeeze (ms) pump reservoir kink resistant tubing (krt) tubing was worn to the filament. The ms pump was worn to the filament. The pump passed the leakage testing. This investigation was assigned a most probable conclusion code of cause traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was explanted due to a fracture in the reservoir tube. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was explanted due to a fracture in the reservoir tube. The ipp was explanted and replaced. There were no patient complications reported.